Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-08095, 2134265-2012-08096, 2134265-2012-08333, 2134265-2012-08334, 2134265-2012-08335. It was reported that during a coronary artery stenting treatment procedure, the patient had elevated enzymes. In (B)(6) 2012, the patient presented with unstable angina (braunwald classification iiib) and was referred for cardiac catheterization. The 1st de novo target lesion was located in the 1st obtuse marginal branch (om1) with 95% stenosis and was 30mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation and placement of two promus element plus stents of size 2.50x24mm and 2.75x28mm. After placement of the 2.75x28 mm promus element plus stent, a longitudinal compression was noted which required placement of an additional unknown type drug-eluting stent. Residual stenosis was 0% following post-dilation. The 2nd de novo target lesion was located in the proximal left circumflex artery (prox lcx) with 70% stenosis and was 30mm long with a reference vessel diameter of 3.5mm. A non-bsc guidewire was placed down the side branch. There was difficulty in advancing a 1.5x15mm apex balloon through the side branch of the prox lcx and it could not pass over the guide wire. Then a 3.5x12mm nc quantum apex balloon was placed back in the lcx and inflated to 22 atm. The physician treated the lesion with placement of a 2.75x16mm promus element plus stent in a t fashion and inflated at 16 atm for 20 seconds. A 3.0x20mm nc quantum apex balloon catheter was then placed down the om branch over the non-bsc guide wire and inflated to 16 atm. There was difficulty advancing the nc quantum apex balloon down into the atrioventricular groove lcx (av). An anchor technique was used but not successful. Finally the balloon was pulled back into more proximal part of the vessel and slip down into the av lcx. Kissing balloon inflations were performed with the 3.0x20mm nc quantum apex balloon in the om branch and another 3.0x20mm apex balloon in the av lcx with the proximal portion in the prox lcx. Two inflations were performed to 16 atm followed by 18 atm. During all of this manipulation, the proximal portion of the stent became accordioned and therefore a 3.50x12mm promus element plus stent was implanted. Residual stenosis was 0% following post-dilation. Following the index procedure, elevated cardiac enzymes were observed. The event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).